Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012266590); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012229265); product type: 0195-heart valves; product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012229265); product type: 0195-heart valves; product type: 0195-heart valves; date product ID l-evolutfx-2329 (lot: 0012229265); product type: 0195-heart valves; product ID evolutfx-26 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; product ID evolutfx-26 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (B)(6), after following correct valve deployment technique on release of the valve, the valve dislodged up into the ascending aorta. The valve was snared and pulled up to the top of the ascending aorta just before the arch. It was held in positioned while another valve (B)(6) passed through the valve and was deployed into the aortic valve. Upon release, the valve again dislodged up leaving the valve at 0 millimeter (mm) on the non-coronary cusp (ncc) in the cusp overlap position and 3 mm on the left coronary cusp (lcc) in the left anterior oblique (lao) view. Moderate-severe paravalvular leak (pvl) was noted. There was concern the valve would dislodge if post dilated so a third valve was determined to be implanted. A third valve (B)(6) was then deployed into the valve that was in the aortic valve placing it 6-7 mm below the other valve on the ncc and 3-4 mm on the lcc. Upon release, the valve dislodged up to a position of 3 mm on the ncc and 3 mm on the lcc. There was concern of movement int he valve. After carefully removing the delivery catheter system (dcs), both valves dislodged up above the perimeter of the aortic valve. The valves were unable to be pulled up any higher due to the valve at the top of the ascending aorta preventing this. A 23 mm non-medtronic valve was then implanted successfully. No additional adverse patient effects were reported.